Manufacturer narrative:
(B)(4). The following information was requested but unavailable: the diagnosis and indication for the index surgical procedure? No further information is available. What was the tissue type, i.e., normal or thin, calcified, fragile, diseased? No further information is available. How was the suture placed (interrupted or continuous)? No further information is available. How was the suture tied (square knot or multiple knots one end)? No further information is available. What was the appearance of the suture during the second procedure (where was breakage found)? No further information is available. Other relevant patient history/concomitant medications no further information is available. Lot number no further information is available. If applicable, will product be returned, return date, tracking information no sample will be returned.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name - laparoscopic sigmoidectomy. Suture used part - the umbilical port wound on the fascia. Patient demographics - obese female between ages of 70 and 80. Current status of the patient - the patient has been discharged from the hospital. Treatment contents - in the ward, 4 to 5 days after the surgery, the fascia (6-7 cm) was broken and the intestine was exposed. On the same day, under local anesthesia, the dehisced subumbilical fascia was closed using vicryl plus (vcp602h) by interrupted suturing. After that, the patient was discharged from the hospital without extension of hospitalization. The patient was discharged from the hospital about 10 days after the surgery. Treatment plan - no additional treatment is planned. Procedure date: about 9 months ago. Subsequent patient's condition - good. No complications such as hernia have occurred. Surgeon¿s comments - the patient was an obese woman and coughed frequently. It is assumed that these have resulted in excessive abdominal pressure. In this case, no fascial breakage had occurred. The both looped sutures were broken. There is a possibility that one of the sutures was broken first, then, the other one was broken. Another possible reason for the breakage was excessive load might have been applied to the sutures during the operation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture placed? What was the tissue type, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# of days post-op)? Was there any precipitating stress factor for the suture breakage post-op? How was the dehiscence managed? If a surgical intervention was performed, please provide the date. What was the appearance of the suture during the second procedure (where was breakage found)? Other relevant patient history/concomitant medications lot number. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: events reported via mw # 2210968-2020-04527.

Event description:
It was reported that the patient underwent a laparoscopic sigmoidectomy on an unknown date approximately 9 months ago and suture was used on the umbilical port wound on the fascia. In the ward, 4 to 5 days after the surgery, the fascia (6-7 cm) was broken and the intestine was exposed. On the same day, under local anesthesia, the dehisced subumbilical fascia was closed using another suture by interrupted suturing. After that, the patient was discharged from the hospital without extension of hospitalization. The patient was discharged from the hospital about 10 days after the surgery. No additional treatment is planned. The patient¿s condition was reported as good, no complications such as hernia have occurred. The surgeon opined that the patient was an obese woman and coughed frequently. It is assumed that these have resulted in excessive abdominal pressure. In this case, no fascial breakage had occurred; the looped suture was broken. It was reported that the surgeon opined there is a possibility that one of the sutures was broken first, then, the other one was broken. Another possible reason for the breakage was excessive load might have been applied to the sutures during the operation. Additional information has been requested.